Manufacturer narrative:
No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Software investigation completed. Log files were analyzed, but did not provide information about possible root cause of the reported event. Unable to determine root cause with the information available. No further subsequent issues have been reported.

Event description:
A medtronic representative reported that, during an ear, nose & throat (ent) procedure, the navigation system became unresponsive. While attempting to verify a suction, the navigation screen became unresponsive, including the video feed. In trouble-shooting, the medtronic representative was unable to move the mouse cursor. A hard shut-down was performed, the navigation system re-booted and software launched. Normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.